Event description:
It was reported that the box of bd¿ precisionglide¿ needles had no catalog or batch number on it. The following information was provided by the initial reporter, translated from portuguese to english: "customer sent to us the pictures about the box without any description from catalog and batch number."

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance records and quality notifications were performed and no deviations were found for this batch. The photos made available by the client for evaluation allowed an investigation to be made and the root cause for the incident to be determined, although the failure is considered punctual. The root cause for this mode of failure occurred due to a failure in the machine that makes the carton marking, it records the traceability of the lot in the packaging. As it was a small quantity, it ended up not being detected by the associate involved in the process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the box of bd¿ precisionglide¿ needles had no catalog or batch number on it. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer sent to us the pictures about the box without any description from catalog and batch number."